Event description:
It was reported that the patient received radiation therapy. There was parity errors. There was no programming change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review revealed a diagnostics problem. (B)(4) shows 2 parity errors in log, on (B)(6) 2011 10:30:43 and (B)(6) 2011 09:36:48. Diagnostic information is consistent with reported event.